Event description:
In this event it is reported that the patient experienced the nontemplate aligner arch cutting their gums.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Manufacturer narrative:
Investigation results: dl protocol was followed and I do not see any areas where the trays would be cutting into the gingiva. The sm1 did have a scalloped trim line. I do see that for sm2 they did switch to straight. No issues with the modeling or staging for this sm1 on the dl side. DHR: we reviewed the DHR for this so-613so1376741 / patient ID#: (B)(6) / site ID#: 00605, qty. (B)(4) items assy-500019 (aligners), were packaged by the second shift by auto bag and box operation on february 05, 2025, manufacturing cell 1, equipment bag-1. The sales order was inspected and met the acceptance criteria provided by qa.